Event description:
An aneurx bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported from another manufacturer that the patient had a contained rupture repaired by the other manufacturer's stent graft. Medtronic has made several attempts to obtain additional information, however there has been no information made available. No additional clinical sequelae were reported.